Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 2.5x48mm xience xpedition stent delivery system (sds) was not able to be advanced on the guide wire. Therefore, the sds was removed from the patient. A non-abbott stent was able to be advance on the same guide wire. There was no adverse patient effect and effect and no clinically significant delay reported in the procedure. Return device analysis found the inner member was stretched at the proximal and distal end of the proximal balloon marker. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system encountered difficulty when advancing over the wire. In this case, the stent delivery system (sds) was returned with deformation on the distal portion of the stent. This type of damage is consistent with interaction with the patient¿s anatomy. Additionally, bunching and stretching was noted on the shaft. Bunching/stretching could impact the sds¿s maneuverability over the wire, likely contributing to the difficulty. There is no indication of a product quality issue with respect to manufacture, design, or labeling.